Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. The pt moved during insertion of the lens, damaging the lens. The lens was removed and another lens, same model was implanted. A suture was used. The reporter stated the surgeon used a competitor's cartridge, which has not been approved by the MFR for use with this lens model. The reporter stated they are aware that using this cartridge is off-label use.

Manufacturer narrative:
Pt (B)(4), pt moved during procedure, (B)(4), surgical procedure, incision sutured. (B)(4). Eval: results: visual inspection of the returned product found the lens optic torn in half. One plate haptic is torn. Piece of optic is torn off and missing. There was evidence of clear surgical residue on product. Conclusions: based on the complaint history, work order search and the eval of the returned product, a root cause of the event has been determined to be due to the pt moving during the procedure and the off-label use of the cartridge with this model lens. (B)(4).